Event description:
It was reported that an altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, a cartridge change error occurred. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date, and resumed insulin therapy. The customer's blood glucose was 165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.